Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. Between (B)(6) 2026 and (B)(6) 2026, the patient reported receiving cgm readings consistently ranging from 100 to 150 mg/dl throughout the week. During this time, the patient experienced progressively worsening symptoms, including dry mouth, fatigue, frequent urination, body aches, pain, fever, and severe nausea. Despite these symptoms, the cgm continued to display glucose values within the normal range. On (B)(6) 2026, the patient returned home feeling seriously ill. The cgm reading at that time was approximately 100-102 mg/dl. The patient performed a fingerstick blood glucose test, which showed a value of 526 mg/dl. She also performed a ketone test, which indicated 160 mg/dl. Based on these results, the patient believed she could be experiencing diabetic ketoacidosis (dka). Her mother drove her to the hospital, where they arrived at approximately 9:00 pm. At the hospital, testing confirmed that the patient was not yet in dka. A chest x-ray revealed a diagnosis of pneumonia. A fingerstick blood glucose measurement taken in the hospital showed 32 mg/dl, while the cgm displayed 113 mg/dl; it is unknown whether these values were obtained before or after treatment was initiated. The patient was treated with IV insulin, IV fluids, antibiotics, and IV medication to reduce ketones. The patient remained hospitalized for less than 24 hours and was discharged once her glucose levels stabilized. At the time of the report, the patient stated she was feeling fine. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026- (B)(6) 2026. There were no reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2026. The data investigation found a difference in values that falls within b zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.